Event description:
In late 2008, the patient was implanted with gore tag thoracic endoprostheses to treat a dissection in the thoracic aorta. Four devices were placed, and one showed a "b" type infold the following day. This was attributed to device over-sizing. Three days later, the infolding was addressed with a bare metal stent (manufacturer unknown). The patient is stable with no further complications.

Manufacturer narrative:
A review of the manufacturing records has been conducted. The manufacturing records review verified that this lot met all pre-release specifications. Additional lot# 06452471.